Manufacturer narrative:
Health effect impact code updated to 2199 only as result was not released outside the laboratory, there was no impact to patient managment. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the run / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified. The run was valid. Review of the amplification curves for data file does not show unusual curves on sample in question. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 516910 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 516910 are performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for one patient sample when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910. The complaint history review identified five additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910. One ticket was independently investigated and unconfirmed. The remaining tickets are currently in the process of being reviewed and will be independently investigated under different issues. Further investigation identified that this complaint is associated with a previously confirmed issue. According to the previously conducted investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214 3005248192-2021-00145 follow up report 1 3005248192-2021-00146 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on their alinity m sars cov-2 assay. The customer retested a sample which had previously generated a positive result and received a negative result. The false positive result was not reported outside the lab, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in portugal using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Upon submission of follow up report 1, it was identified that additional details surrounding the associated field action were not included as have been for similar reports. This follow up report is being submitted to update h10 with field action details for consistency. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022.